Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that he missed an anti-e when testing with biotestcell-i11 using peg (polyethylen glycol) in the tube technique. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false negative test result. Therefore, our quality control laboratory tested the retained sample of biotest-i11 with positive and negative control and two different anti-e from an interlaboratory comparison testing in the tube technique and peg. All positive and negative reactions were correct. Both anti-e's could be unambiguously identified. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that he missed an anti-e during tube testing with biotestcell-i11. We are still waiting for the patient sample that caused the false negative test result and the supposedly defective product.

Manufacturer narrative:
This is our initial report on this incident.